Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a fresenius cycler with a fresenius cassette and the patient¿s adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined at the time of this report. Though the cause was unknown, a majority of peritonitis infections are caused by non-adherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the patient¿s fresenius cycler and/or associated products utilized for pd therapy cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An anonymous social media user posted a narrative that stated this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon review of the social media post, the patient mentioned having experienced peritonitis multiple times, possibly 3 or 4 times in the past 10 years. The patient also stated they have not experienced an infection in approximately the past four years. The patient also reported they have noted infection in the past by the presence of cloudy peritoneal effluent fluid before symptoms presented. No further information was provided for these past infections in the social media post. Patient demographic information, temporal relationship to pd therapy and/or root cause of this infection and treatment details remain unknown. The patient inferred that the cause may have been attributed to the ¿vibrations caused by the pumping action of the machine during drains & fills¿; however, this could not be confirmed in the absence of additional information.

Event description:
An anonymous social media user posted a narrative that stated this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon review of the social media post, the patient mentioned having experienced peritonitis multiple times, possibly 3 or 4 times in the past 10 years. The patient also stated they have not experienced an infection in approximately the past four years. The patient also reported they have noted infection in the past by the presence of cloudy peritoneal effluent fluid before symptoms presented. No further information was provided for these past infections in the social media post. Patient demographic information, temporal relationship to pd therapy and/or root cause of this infection and treatment details remain unknown. The patient inferred that the cause may have been attributed to the ¿vibrations caused by the pumping action of the machine during drains & fills¿; however, this could not be confirmed in the absence of additional information.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.